Event description:
It was reported that the left monitor on the 9800 system stays black (will not display image) when the system is booted up. There was no report of patient injury.

Manufacturer narrative:
No additional information at this time. When additional information is provided, it will be reported as required.